Event description:
I was diagnosed with breast cancer and was recommended by my surgeon to have a lumpectomy with a biozorb implant put in to help with radiation locality and to help fill in the space where tissue was removed. I am reaching the 3rd year since having this and the area and surrounding areas where the implant was placed has now harden to a painful lump of fat necrosis. I am currently seeking a medical consultation with a plastic surgeon to remove the necrosis and have a graft done, in hopes of getting my tissue back to a healthier state.